Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented in the clinic with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate therapy as a result. A dramatic drop in r-wave was noted on (B)(6) 2010. The pace/sense portion of the lead was capped on (B)(6) 2010. The defib portion remains active.